Event description:
It was reported that the patient presented in clinic with pocket stimulation, and atrial lead impedance of less than 200 ohms. The device had automatically switched from bipolar to unipolar. A chest x-ray showed subclavian crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.